Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. All results were within specification. No failure modes were observed on the sensor plug assembly upon visual inspection. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified error and not being able to obtain sensor scan as the adc device not working. As a result, the customer experienced a symptom of weakness and was unable to self-treat. The customer had contact with a healthcare professional (paramedic) who administered glucosamine via IV as a treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.